Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During insertion, the capsular bag was damaged. The lens was removed and replaced with a different lens model. The pt's prognosis is good. Reference MDR# 2031924-2009-00113.